Manufacturer narrative:
Bausch & lomb initiated an investigation that evaluated the manufacturing facility environmental records, a review of batch records and testing of retain samples for numerous produced lots. All of the records indicate there were no anomalies that could have been related to the report, there were no fusarium recoveries from the facility environmental monitoring program of the aseptic processing areas, and all product release sterility evaluations met criteria. Product retain sample testing was completed where lot numbers were available and indicated that all chemical and biocidal performance was effective against microbial challenges as required. The conclusion of this investigation was that renu multiplus formula is effective, meets all performance criteria and no causal factor is identified with the reported event.

Event description:
Patient reports he rinsed his lenses out in 2006 with renu multiplus multi-purpose solution and his eyes started to burn. He tried another pair of lenses but the same thing happened. No medical documentation received for care sought in 03/2006. Subsequently, medical documentation was received: five months later, patient was seen by an optometrist and diagnosed with a small corneal ulcer (0.2mm) os secondary to contact lens wear and prescribed vigamox. Note of history of eye infection od secondary to contact lens wear-treated by walk-in doctor 1 month prior. On 08/31/2006, medical bills document office visit to optometrist-no medical documentation received. On 10/12/2006, telephone call to hcp-cannot confirm what caused eye ulcer. Patient claims hcp recommended surgery for corneal ulcer-receipt dated 09/21/2006 for custom bilateral laser eye surgery was received-no medical documentation was received. On 01/08/07, telephone conversation with hcp r/t need for surgery-hcp discussed if patient wanted to stop using contact lenses he would be a good candidate for laser surgery-the hcp did not suggest surgery as a treatment for his complaint.